Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating. The customer stated that the issue caused the surgery to be put on hold. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) identified that the hard drive had crashed. The fse reimaged the system and installed the components manager to resolve the issue. The fse then performed functional testing and ran diagnostics, which completed successfully. The system functioned as intended after the field service engineer repaired the device.